Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report an infusor in which no flow was observed during patient use. When the actual sample was arrived at the agency, the flow was observed. There was no adverse event, patient injury or medical intervention associated with this report. The device was filled with pivacaine hydrochloride hydrate 2 milligrams/milliliters 100 milliliters. There is no further complaint information available.